Event description:
It was reported that the surgeon deployed and then recaptured the stent (enf452212/10007849) because he didn't like the position. He pulled out the stent from the prowler select plus microcatheter for later use, but when he tried to reuse the stent, it prematurely deployed inside the hub. However, the analysis found that coil tip of the enterprise delivery system (enf452212) was found a little stretched right after the welded point. A constant flush was maintained at all times through all the systems. After the event, the same microcatheter was utilized to complete the procedure. The stent and delivery system are going to be returned for analysis. No further information will be returned for analysis.

Manufacturer narrative:
One non-sterile enterprise was received coiled in a plastic bag, stent was received already deployed and introducer tube was not received, the unit presented no visual anomalies. Coil tip and stent were observed under a microscope, coil tip was found a little stretched at 36.9cm from the distal end (right after the weld point); stent presented no damages/anomalies. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10007849. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as "stent deployment difficulty-premature/in microcatheter hub" could not be evaluated due to the condition of the unit (introducer not returned and stent already deployed), the cause of the event experienced by the customer and the cause of the damage found on the coil tip could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After deploying the enterprise stent the physician decided to recapture it as the positioning was not to his liking and he removed the sds from the microcatheter. When reinserted into the microcatheter for another attempt at deployment the stent prematurely deployed inside the hub. A constant flush was maintained at all times through all the systems and the same microcatheter was utilized to complete the procedure. Product analysis found that coil tip of the enterprise delivery system was stretched right after the weld point. One non-sterile enterprise was received coiled in a plastic bag, stent was received already deployed and introducer tube was not received, the unit presented no visual anomalies. Coil tip and stent were observed under a microscope, coil tip was found a little stretched at 36.9cm from the distal end (right after the weld point); stent presented no damages/anomalies. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10007849. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as "stent deployment difficulty-premature/in microcatheter hub" could not be evaluated due to the condition of the unit (introducer not returned and stent already deployed), the cause of the event experienced by the customer and the cause of the damage found on the coil tip could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, the introducer is not fully seated in the microcatheter hub or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. If embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. If a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and replaced. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.